Event description:
Patient admitted for tavr on (B)(6) 2023. When advancing the valve through the iliac arteries it was noted on fluoroscopy that there was a strut from the cage of the valve that was protruding out from the valve. With guidance from the clinical vendor rep, the decision was made to continue to advance the valve and deploy as usual. The deployment went well and on nuoroscopy it appears the protruding strut flattened out. Patient was stable, there were no other complications and patient was brought to pacu with an uneventful recovery. Pt arrived to floor at 1530 in stable condition and no complaints of pain. At 1550 pt c/o sudden 10/10 stabbing chest pain and became unresponsive but still with a pulse. Rrt to bedside, providers called to bedside. Pt continued to decompensate, and code blue was called. Mass transfusion protocol initiated, and patient taken to operating room where full aortic valve and root replacement was performed, but patient was unable to tolerate being off bypass and passed away in the operating room.